Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her unknown onetouch meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the allege disuse first occurred the year prior to contacting lfs. The patient reported using a combination of insulin (unknown type and dose) and glucose tablets to manage her diabetes. The patient reported over the past year, whenever she felt low, she would have insulin and glucose tablets as treatment. The patient did not report developing any specific symptoms. At the time of troubleshooting, the cca was unable to resolve the alleged issue since the patient did not have any testing supplies available at the time of the call. There is no indication that the product caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. The patient did not report any delay in treatment. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.